Event description:
"Caller alleged discrepant results compared with the venous lab. Results as follows:" date: (B)(6) 2012; inratio2: 2.1; venous lab: 4.0. Time elapsed between each method of testing is 90 minutes. Pt's therapeutic range is 2-3.

Manufacturer narrative:
Investigation pending.